Manufacturer narrative:
The customer replaced the sample probe and controls were good. The field service engineer determined the gear pump pressure was low and adjusted it. The engineer inspected other probes. Precision studies were performed and all values looked good. The last successful calibration prior to the event was performed on (B)(6) 2022. This calibration was ok and there were no alarms. Additional calibrations performed on (B)(6) 2022 after the successful calibration failed. It could not be determined if the results were generated using one of these failed calibrations. Control data was provided, but it could not be determined if the controls were acceptable prior to the event. The investigation determined the issue was resolved by the customer's replacement of the probe and the engineer's actions.

Event description:
The initial reporter stated they received discrepant results for two patient urine samples tested with albt2 tina-quant albumin gen.2 (microalbumin) on a cobas 8000 c 502 module. The initial sample values were reported outside of the laboratory. Controls were run in the afternoon and were outside of range. The patient samples were then repeated on a second analyzer. The repeat results were deemed correct as they agreed with the history of the patients. The first sample initially resulted in a microalbumin value of 92 mg/l and repeated as < 12 mg/l. The second sample initially resulted in a microalbumin value of 25 mg/l and repeated as < 12 mg/l. The microalbumin reagent lot number was 61716201, with an expiration date of 31-dec-2023.